Event description:
Information received from the field does not address the patient's clinical status but notes that all sensor functions exhibi ted dashes, (---). Multiple attempts to reprogram and interrogate the device were unsuccessful. Tthe pacemaker appeared to be operating properly in the vvi mode. The physician then monitored the patient for 30 days. Since the patient was very active, the device was replaced in order to regain rate response capability.